Event description:
Additional information from the consumer reported that she notified her managing physician about the issue at her appointment on (B)(6) 2016. The doctor came to the conclusion that the device was correct. It was just a different shape than her 1st device so it felt strange to her. No problem was found in the visit to the doctor; the settings were just adjusted to get better relief.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the implantable neurostimulator turned in the pocket (it was not vertical). There was no trauma or falls related to this issue. This occurred 2 weeks ago. Symptom control was still good. No interventions or outcomes were reported regarding this event and the cause of this event was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.